Event description:
It was reported during a surgery the driver tip broke off in the head of the screw. The screw was explanted with vice grips and replaced with an additional driver. The surgery was completed with a 15-min delay. There were no adverse patient consequences reported. This report is related to report number 3025141-2023-00709 for the screw involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The t8 stick fit hexalobe driver (part number 80-0759, batch number 514616) and the 2.7 x 15mm l low profile hexalobe screw (part number 3040-23015, batch number 506227) were returned for evaluation. The returned driver and screw were examined under magnification. The screw was in bad shape with damage all over the head and shaft. Per the complaint notes, the returned driver broke during use and the screw was removed using vice grips. There was a torsional fracture pattern located almost at the same depth as the hexalobe screw recess. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis and the fracture was flush with the top of the screw head. Hexalobe tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. However, based on the information received the root cause could not be determined.